Event description:
It was reported by the customer that the reservoir was leaking past both o-rings. The customer stated that insulin was found in the reservoir compartment of the insulin pump and that she had elevated blood glucose levels. The customer also stated that one of the o-rings looks distorted and out of position. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.